Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to protruded/loose drive support disk. The pump also had a cracked case at the display window corner, cracked battery tube threads, and minor scratches on the display window.

Event description:
Customer reported via phone call that the insulin pump alarmed compromised force sensor system twice during prime. The customer stated that he noticed the drive support cap being protruded two weeks ago and he pushed it in but it popped out again. The customer was disconnected. The insulin pump was not dropped. Blood glucose value was 130 mg/dl. Customer was advised he insulin pump was not bumped or dropped. To discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.